Event description:
In 2004, the patient reportedly experienced sound percept problems. The patient was seen at the clinic and by a company representative. Testing performed confirmed that the device was functioning. The patient continued to be monitored by the center. In february 2005, the patient was seen by a company representative for evaluation. Testing performed confirmed that the device was functioning. A tympanogram was recommended. About two weeks later, the company was notified that the patient's cii device was scheduled to be explanted.